Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken router fragment was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that the concomitant device (pi drive motor 5407300000, sn (B)(4)) potentially caused the router break. Upon evaluation of the pi drive motor, the rotor bearings were gritty indicating bearing failure as the rotor is not supported sufficiently. The quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken router fragment was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.